Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Bloody discharge was noted at the ipg site. The physician believed that the infection was not device or procedure related, and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.